Event description:
It was reported that a patient underwent an open incisional hernia repair procedure (B)(6) 2014 and absorbable straps were used to fixate mesh. A few days after the initial surgery, the patient experienced pain in the abdomen and a high temperature. The patient underwent a re-operation for a defect in the colon. The surgeon opined that there was a strap in the colon, but during the procedure the surgeon could not find a clear cause of the problem, no strap was found in the area. The patient underwent an additional surgery, including having a stoma. Currently, the patient is stable and is healing well. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.